Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight.(B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, transducer (xdcr) fault on volume assist control (ac). The customer reported patient involvement but no allegation of patient injury/harm. The patient was placed on an alternate ventilator as a precaution.

Manufacturer narrative:
Failure analysis: received vela front panel assembly. Component assembly was installed on known good unit. Perform touch screen calibration as described in the service manual, touch screen was responsive to input and is properly illuminated. Findings/root-cause: reported problem was unable to be duplicated.